Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03214. It was reported the patient is experiencing overstimulation/a jolting sensation and muscle spasms upon moving which began in (B)(6) 2012. It was also reported the patient has experienced multiple falls. The scs system has been turned off for at least 3 months. X-rays identified the scs leads have migrated. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.